Event description:
Customer reported hospitalization due to high blood glucose. Customer ran out of insulin. Customer was nauseated, vomiting and urination. Customer was admitted to ICU. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.